Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the speaker tinsel wire/coil of the speaker harness assembly was electrically open. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that it did not provide any voice prompts when powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary.

Event description:
The customer contacted physio-control to report that their device displayed a service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that the it did not provide any voice prompts when powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report indicates: additional mfg narrative type ¿ blank. Section h10 and/or h11 of the initial medwatch report should indicate: additional mfg narrative type ¿ additional manufacturer narrative.